Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher catheter was used to treat a non tortuous, non calcified lesion in the mid rca. No damage noted to packaging, no issues removing device from packaging as per IFU. The device was inspected with no issues noted. The device was prepped with no issue noted, the appearance of the device was fine. It is reported that the device was used during a routine intervention after the product had expired. No patient injury reported.